Manufacturer narrative:
A medtronic field service engineer visited the site and confirmed the reported problem. He performed gain calibrations and verified that artifact was no longer visible. System fully functional after routine calibrations performed. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after taking a 3d spin with the o-arm, artifact could be seen in the scan. It appeared that this was from a demo head most likely acquired during a pm scan. The site proceeded using a pre op CT instead. No harm to patient.